Event description:
No audible alarm reported by the mvws. Customer was working in full disclosure program when a reset of the mvws occurred. At that time, audible alarm of mvws was no more effective when visual alarm was blinking on mvws. There was no injury.

Manufacturer narrative:
The defective parts were evaluated and found to exhibit signs of esd damage. All manufacturing inventory was tested and found to be ok. Because these parts were installed in the field as an upgrade, co concludes that they were damaged during installation. A bulletin has been innued alerting the field service organization to the potential hazards if esd precautions are not exercised.